Event description:
In early 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began on the evening of the day prior. At the time of the initial call, the pt denied developing symptoms or receiving medical treatment as a result of the alleged issue. However, later that afternoon, the pt's daughter called back to report that the subject meter was reverting to the setup mode. The pt's daughter reported that at approximately 2:30pm on original date, the pt reportedly developed symptoms of feeling shaky and dizzy. The reporter claimed that the pt treated self with food and/or drink in response to the symptoms. At the time of troubleshooting, the cca noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and info FDA of product(s) that do not pass inspection in a supplemental report.